Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leakage from the pump module of the cassette during treatment. Treatment was cancelled. The supplies were not made available for evaluation. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. Patient was prescribed prophylactic antibiotics: cefazolin, 1 gram and cefepime, 1 gram as a precaution.